Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer reported electrical smoke coming from the analyzer's electrical cable when attempting to power back up the analyzer. No one was injured or harmed by the electrical malfunction. No patients were affected. The field service representative found the analyzer power plug was faulty and he replaced the plug. He rebooted the system and verified analyzer initialized and went to stand-by without errors.